Event description:
It was reported that a lead integrity alert warning was triggered and oversensing was noted on the right ventricular lead from an unknown source. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD implanted: (B)(6) 2013: 5071-53 lead, implanted: (B)(6) 2010; 5866-38m adaptor implanted (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Seven non-sustained episodes with v-v interval <(><<)>220 ms occurred between (B)(6) 2014.